Manufacturer narrative:
Device evaluation summary: only the distal assembly of the spider fx embolic protection system was received for evaluation. No ancillary devices or cine images from the procedure were received. The capture wire appears to have separated between the filter¿s proximal marker band and the proximal end of the filter¿s flex connector. The capture wire proximal to the flex connector appears to have two sharp bends. The separation face of the capture appears to be from a kink. The bends and kink indicate that the capture wire was prolapsed within the mouth of the filter when the separation happened. The floppy distal tip wire has an ¿s¿ bend. All components of the floppy distal tip are accounted for. All the components of the distal assembly are accounted for. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the spider fx during a procedure to treat the popliteal artery as per IFU. It was reported when attempting to recapture the filter wire, the filter became detached from the wire. A gooseneck snare was used to snare the filter and pull it back into the sheath. All the devices were removed from the patient as a unit. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.